Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the upper case was dented, broken and contaminated, the lower case was broken and contaminated, the ring cover was broken, the heart wire block, battery drawer, bail covers, o-ring battery drawer, heart lead flex were contaminated, the battery contacts were compressed, the ring was bent and the serial number label was damaged. (B)(4).